Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the PICC was inserted on (B)(6) 2024, 48cm, 6cm external and dwell time of 60 days. Break 11.5cm inside the vein on uss. As vein approximately 2.5cm deep, observed fluid in dressing during chemotherapy administration. Was last chemotherapy before monitoring for surgery. Iriniotecan infusion into subcutaneous tissue. Swollen upper arm, approaching twice the size of patient's left arm. Uss-copious volume of subcutaneous tissue and peri-vessel fluid. Removed PICC and notable hole in line reported to be bleeding back and flushing well prior to commencing chemotherapy, bloods taken the day prior were reviewed and valid for chemotherapy. No problems with the line in the preceding administration of chemotherapy. Caused a delay in treatment and patient did not get full dose of therapy as it leaked into the tissue. 24 hour later, uss review. Fluid volume resolved. Able to exclude uedvt due to chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 10cm marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The catheter tubing was also observed to be compressed between the 3cm and 5cm depth markers. The catheter tubing was also observed to have a longitudinal split near the corner of the circumferential split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the PICC was inserted (B)(6) 2024, 48cm, 6cm external and dwell time of 60 days. Break 11.5cm inside the vein on uss. As vein approximately 2.5cm deep, observed fluid in dressing during chemotherapy administration. Was last chemotherapy before monitoring for surgery. Iriniotecan infusion into subcutaneous tissue. Swollen upper arm, approaching twice the size of patient's left arm. Uss-copious volume of subcutaneous tissue and peri-vessel fluid. Removed PICC and notable hole in line reported to be bleeding back and flushing well prior to commencing chemotherapy, bloods taken the day prior were reviewed and valid for chemotherapy. No problems with the line in the preceding administration of chemotherapy. Caused a delay in treatment and patient did not get full dose of therapy as it leaked into the tissue. 24hour later, uss review. Fluid volume resolved. Able to exclude uedvt due to chemotherapy.